Event description:
It was reported a patient's right ventricular (rv) lead presented with high ventricular rate episodes that were oversensing. High capture thresholds and low pacing impedance were also noted. This was addressed in a procedure on (B)(6) 2023, in which an outer insulation breach on the rv lead was found. The lead was repaired within the same operation to establish normal parameters. Post-procedure the patient was stable.